Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their blood glucose was going high. Customer reportedly dropped the insulin pump in the bathroom, but there was no physical damage to the device. Customer's most recent blood glucose at the time of the report was 220 mg/dl. Customer further stated the insulin pump gave off the noise of an alarm but upon checking, there was nothing in the alarm history. Troubleshooting was performed. The drive support appeared normal. The displacement test failed halfway through and began to count units as though priming were being performed. The test was interrupted with an alarm indicating max fill reached. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.